Event description:
It was reported that this pacemaker was found to be depleting faster than expected. In addition, there were inappropriate ventricular episodes stored due to oversensing with pacing inhibition due to noise on the right ventricular (rv) channel. Impedance measurements were reported to be stable in the 400-500 ohms range. The plan is to follow up with the physician. The device system remains in service at this time. No adverse patient effects were reported.